Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The infection is not believed to be device related. The recipient has resumed device use. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced pain at the magnet site and developed a sore in (B)(6) 2020. The site over the magnet was biopsied for possible cancer. The recipient then developed an infection at the magnet site. The recipient was given oral and topical antibiotics. The recipient finished the course of oral antibiotics and advised to continue the topical antibiotics and cease device use.